Manufacturer narrative:
Additional information: the device was not returned and photos were not provided. Therefore, no inspection or testing could be performed, and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screwdriver broke during surgery. The shaft broke above the u-joint while final tightening the screw. There was a delay of less than a minute while the surgeon removed the broken section from the drill guide. There were no pieces which were retained by the patient. There was no report of patient injury associated with this event.